Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had piece missing from the battery compartment. The customer states they had issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 300mg/dl. The customer's levels had been as high as between 400mg/dl and 500mg/dl. The customer states they had been hospitalized for high blood glucose levels. The customer was treated and released. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test, self-test and displacement accuracy test. The insulin pump was programmed and monitored for six days, no blank display, missing segments or audio beep anomaly noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, broken battery tube threads, scratched reservoir tube window, a partially broken off reservoir tube lip and a missing end cap sticker.